Event description:
This device has an unknown implant date and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that the pacemaker is not sensing and they need to have it interrogated. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).